Event description:
New information received states that the patient was stable before and after the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the right ventricular (rv) lead exhibited noise oversensing that caused intermittent pacing inhibition and false high ventricular rate (hvr) episode being recorded. The noise looked consistent with possible lead integrity issue. The rv lead was capped and replaced on (B)(6) 2026. No patient consequences were reported prior to the procedure. The patient status after the procedure is unknown.